Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump alarmed during the displacement test. The customer's blood glucose was unknown at the time of incident. Customer states it says error goes off and when turn it on says reconfigure and loses information. Assisted the customer to perform the displacement test; the pump alarmed motor power supply voltage error detected then he received drive count time values or changes incorrect for moving or coasting and then the pump went back to page before home screen. Advised the pump requires replacement and to revert to backup per health care professional's instructions. The insulin pump will not be returned for product analysis.

Manufacturer narrative:
Pump passed the functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected pump error 37/41 alarm noted during testing. The power management tool confirmed the unloaded voltage and loaded voltage was within specification range. No unexpected power error 25, low battery alert, power loss alarm, replace battery alert, replace battery now alarm noted during testing or in the pump trace download. No moisture damage found under the screen, electronic assembly or motor assembly.